Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead has been exhibiting high out of range pacing impedance measurements, although all other measurements were within normal range. Later, the lead was found to exhibit a decrease in r-wave sensing, and a slight increase in threshold measurements. The physician noted that noise was seen on the egm. A revision procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received with regard to this issue. A revision procedure took place. Prior to the procedure, measurements were taken and the intrinsic amplitude was 8.8mv, the pacing impedance was high and out of range, threshold was 0.7v, and shock impedance was normal. When the physician loosened the lead, he noticed tissue on the helix. Through the psa, all measurements were correct. After the lead was reconnected to the device, all measurements were still correct. No noise was observed during handling of the device or lead. The lead was not removed from service, and was repositioned. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.